Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the reported occurrence of a leak from the tubing port in the photoactivation plate. There have been no other similar product returns received for lot d709. The analysis determined the root cause of the leak was manufacturing assembly operator error. A manufacturing corrective action was completed and hanges from this investigation were implemented on may 10, 2016. Bonding instructions were updated. Training for employees performing this operation was completed. Further, a gage was added to xts kit assembly to check for correct photoactivation plate tube brushing outside diameter. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d709 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category tubing leak and no trend was detected for this category. This assessment is based on information available at the time of the investigation. The photo evaluation was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4).

Event description:
Customer reported they discovered a leak was observed in the left tubing going from the treatment bag to the photoactivation plate. The leak was very close to the plate. No alarm had sounded. They discovered the leak at the end of the photoactivation, as saline was rinsing the plate. The treatment was aborted at this time and the remaining blood was not returned to the patient. The patient was reported stable. Customer will provide photos for investigation.